Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system, with a reported glucose value of 270 mg/dl and no alerts or alarms noted. Symptoms included no clinical manifestations consistent with hyperglycemia at the time of the report. Outcomes included continued use of the device and self-management with a meal announcement and automated insulin dosing, without medical intervention or hospitalization. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no identifiable device component issue. It was concluded that the event was hyperglycemia with an unclear cause and that the device functioned as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.